Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. Pre-dilatation was performed, and after the 2.5 x 18 mm promus stent delivery system (sds) was un-packaged, an attempt was made to advance the sds to the lesion; however, it was observed that the stent was dislodged from the sds balloon and remained in the protective hoop. The device was removed from the patient. A 2.5 x 18 mm promus stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received reported that the stent dislodged from the stent delivery system and was on the angiography table.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in guide wire lumen, on the shaft and balloon, consistent with the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. There were mangled proximal and middle struts distal to the third row at the proximal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two bends in the hypotube 30 centimeters (cm) and 69 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met manufacturing criteria. Additionally, the inner diameter of the protective sheath was measured and met manufacturing criteria. It is possible the protective sheath was inadvertently handled during removal resulting in the stent dislodgement however this could not be confirmed. Additional handling during packing for return analysis would have contributed to the noted stent damage as it was not likely a pre-existing condition as the protective sheath would not have fit over the mangled struts. It was reported the sds was advanced into the patient anatomy prior to noticing the stent was dislodged from the balloon. It should be noted the promus instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers. However, in this case, it does not appear that the failure to inspect the product contributed to the stent dislodgement. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.